Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. Patient had linx device removed on (B)(6) 2016. Multiple requests have been made to the center for additional information.